Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had pain at the site of the stimulator. They stated they thought the pain was caused by the ¿seating¿ of the implant. The patient stated that they noticed the pain most when they slept on it, bent over, reached up, with any pressure applied and when they walked/did daily activities that caused ¿pain for very long.¿ the patient noted that they did not have any falls or trauma and stated that they had an appointment with their health care professional (hcp) on (B)(6) 2020. The patient asked how the hcp would fix it and patient services redirected the patient to the hcp. While on the call the patient turned the stimulation off to see if that would help mitigate the pain. The patient noted that the device worked great to resolve their symptoms that it was implanted to help with and they stated they did not want to have it removed. No further complications were reported at this time.

Event description:
Additional information was received from the patient. They reported a continuation of symptoms. Patient said that when they exercised, especially bending over and going for long walks, they experienced pain in their right hip and going down right leg. Patient said that it feels like sharp shooting pain which stops quickly when stimulation was turned off. Patient said that since that call has spoken to previous hcp and was directed to turn therapy off for a period of time and then turn stimulation back on. Patient said that they had turned therapy off several times for various lengths of time. Patient said that the longer stimulation was off, that over time all of the pain would completely subside even when performing exercises. Patient said that a couple months ago, they did have stimulation off for six weeks and said that in general, they had noticed that after 1-2 weeks of being off, the pain at right hip will subside. Patient services reviewed trying different programs as patient mentioned they had been on the same program for several years. Patient said that their hcp left and were scheduled to see new hcp tomorrow. Patient said will discuss with hcp prior to making any changes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.